Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging inaccuracy and error message issues with his onetouch ultra meter. He claimed he developed symptoms after the reported issues began. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on info obtained from lfs customer service. The pt indicated that the error message issues first occurred last month. He reportedly was getting "er2", "er3" and "er5" and would use multiple test strips due to recurring error messages. He claimed that the frequency of error messages had increased over time and reportedly suffered from hypoglycemia and hyperglycemia as a result of the reported issues. The most recent event occurred the following week. The pt developed symptoms he described as "shaking, sweating, nausea, vomiting, facial tingling, and jaw pain." He indicated that on that same day, he administered self-treatment with food/drink. It is unk what events occurred before this reported incident, such as his activity levels, last meter result, medications, and food intake. No other details were noted regarding the other reported incidents. The pt also claimed he obtained inaccurate erratic meter readings. The pt obtained blood glucose results of "49 and 120 mg/dl" within a 20 minute time period. He consumed a glucose tablet as a result of the "49 mg/dl" result. He felt that the readings were not accurate based on his feelings and because of the variation between the results. Based on statistical methodology, the calculated difference of the results exceeded the expected value of <=20%. According to the troubleshooting performed with customer service, the reported issues were not resolved. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because the pt claimed he developed hypoglycemia and hyperglycemia after the reported issue occurred. In addition, the reported issues were not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.